Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported ¿right side capsular contracture baker grade iii¿. Device remains implanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of capsular contracture was received on (B)(6) 2021 with lot number 3342125. Visual analysis of the returned device identified: weight to the spec, crease fold, white particles in the surface of the shell. Color was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.